Event description:
Clinic notes were received for the patient reporting that they were having an increase in seizures in (B) (6) 2009. It was reported they had an increase in seizure frequency and continued daily seizures. It is unknown if the reported increase in seizures was above the patient's pre vns seizure rate. The patient's family member was not able to provide a quantitive amount of seizures. The patient was to be scheduled for possible battery replacement this summer and it was reported the patient passed away. See medwatch report number: 1644487-2009-01219.